Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing alarm tones from the implantable cardioverter defibrillator (ICD). The device was checked and found to be in recommended replacement time (rrt). The device had a premature battery depletion. The battery longevity was less than expected. The device is scheduled to be replaced. The device remains in use. No patient complications have been reported as a result of this event.